Event description:
The customer stated that he went to the emergency room due to hyperglycemia. The reported blood glucose reading was 340 mg/dl. Troubleshooting was performed, and the insulin was programmed correctly. The prime and self tests passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.